Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3587a, lot# n22017a, implanted: (B)(6) 1996, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Event description:
It was reported that a patient experienced a communication problem and was unable to make adjustments with or without the antenna attached. It was stated that an overdischarge of the implantable neurostimulator (ins) was suspected. It was stated that the patient had not used her system for 2 years. It was reported that the patient's complex regional pain syndrome had been in "remission" and she did not need the stimulation. It was stated that the pain had returned to the patient's legs. It was noted that the patient had lost 75 pounds and the implant was "at a bad angle". Additional information received from the health care provider (hcp) reported that the cause of the event was a depleted battery and the implantable neurostimulator (ins) was attributed to the device. The ins issues was battery depletion. It was stated that the patient went to another physician. It was that the patient did require hospitalization and that it was unknown if the patient required hospitalization. It was unclear if the patient was hospitalized or not. It was reported that the patient went to another surgeon to have her ins replacement surgery.